Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was leaking from an unknown location. The balloon was allegedly being filled with 10 ccs of water. The catheter was replaced with a new catheter without impact to the patient. No medical intervention required.

Manufacturer narrative:
The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: proper techniques for urinary catheter insertion: -perform hand hygiene immediately before or after insertion -insert urinary catheters using aseptic technique and sterile equipment -use the smallest foley catheter possible, consistent with good drainage -document the indicators for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal inpatient record. Proper techniques for urinary catheter maintenance: -secure the foley catheter, use the statlock® foley stabilization device if provided -maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking -keep the collection bag below the level of the bladder or hips at all times -empty the collection bag regularly using a separate, clean collection container for each patient -routine hygiene (e.g., cleansing of the metal surface during daily bathing or showering) is appropriate -leave foley catheter in place only as long as needed warning: -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter was leaking from an unknown location. The balloon was allegedly being filled with 10 ccs of water. The catheter was replaced with a new catheter without impact to the patient. No medical intervention was required.